Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s fungal peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of candida parapsilosis which is an organism known to be isolated in fungal peritonitis in pd patients. Fungal peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause of the patient¿s fungal peritonitis cannot be determined and may have been multifactorial in nature. Evidenced based literature shows an association with previous antibiotic therapy, particularly for bacterial peritonitis, and the development of fungal peritonitis. The patient had a prior peritonitis episode in (B)(6) 2020 which required treatment with antibiotics, a known risk factor. Moreover, the patient¿s pd nurse stated the baxter icodextran pd solution connection sometimes becomes loose which would be a risk factor for infection. The nurse stated the peritonitis event may have been attributed to a breach in aseptic technique during the pd exchange as the nurse reported the patient contact has been observed to break technique with pd connections in the past.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient has peritonitis, and the cause of the peritonitis is unknown. During additional follow-up, the patient¿s pd nurse reported the patient was seen in the outpatient pd clinic for symptoms of abdominal pain and cloudy pd effluent on (B)(6) 2020. As a result, a pd culture was obtained, and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime intraperitoneal (ip) on an outpatient basis. Subsequently, on the morning of (B)(6) 2020, the patient was admitted for concomitant fungal peritonitis as the patient¿s pd culture resulted with growth of candida parapsilosis. On (B)(6) 2020 while hospitalized, the patient required pd catheter (not a fresenius product) removed (date unknown) and the patient was transitioned to hemodialysis (hd). No further details about the hospitalization are known as the patient remained hospitalized at the time follow-up was completed. Per the nurse, the cause of the peritonitis is unknown. However, the nurse stated the event is suspected to be related to a beach in aseptic technique by the patient contact during the pd exchange. It was reported the patient has previously experienced a loose connection associated with the baxter icodextran pd solution (not a fresenius product). To date, there have been no confirmed/observed leaks associated with this event. Per the nurse, the patient contact has been educated to tighten the connection and report any leaks that occur. The nurse reported the patient contact has been observed to break aseptic technique when handling the pd connections in the past.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.